Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 3-4. The first clip ntw (lot:31018a3070) was implanted successfully. A second nt mitraclip (lot: 31129a1008) was attempted to be implanted. The nt grasped lateral a2/p2. During deployment the mandrel would not completely disengage from the clip. Troubleshooting was performed under fluoroscopy which was unsuccessful. The gripper lines were accessed. When pulling on the gripper lines the clip would move on fluoroscopy and echocardiography and the grippers line could not be removed. It was then decided to reengage the mandrel with the clip, allowing the gripper lines to detach and the mandrel could be pulled back to deploy the device successfully. The procedure ended with mr reduced to grade 1-2. There were no patient consequences or clinically significant delay.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported difficulty deploying the clip. The reported difficult to remove the gripper line (resistance) appears to be a secondary effect of the difficult to deploy. There is no indication of a product issue with respect to manufacture, design, or labeling. H6 - health effect - impact code: 4641 removed, 2199 added. H1 - type of reportable event - changed from serious injury to malfunction.